Event description:
It was reported that the cap could not be inserted into the screw head. The cap could not be changed, because the 'sr90d cap spin taper' broke and could not be loosened. There was possibility that alignment of the cap was not proper, but the surgeon suspect the strength of the cap spin taper. The surgeon used a spare device and cap instead of the and the procedure was completed. There was no delay and no adverse consequences for the pt.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.